Manufacturer narrative:
Although the report of the sealed outflow graft bend relief not being fully connected to the outflow graft hardware was confirmed via x-ray images, the cause of the issue could not be conclusively determined through this evaluation. The pump was returned for evaluation following a successful heart transplant. The left ventricular assist system (lvas) was returned with the outflow graft bend relief disengaged from the graft adapter and partially removed from over the outflow graft material. Visual inspection of the outflow graft conduit hardware revealed galling marks adjacent to the attachment ledge on the graft adapter as well as wear marks on both the graft adapter and bend relief attachment clip, which appeared consistent with the bend relief not being fully engaged with the graft adapter and the two metal hardware components rubbing together while the device was implanted. The orientation of the bend relief did not appear to have caused any abrasion or penetrative damage to the underlying graft material. The bend relief was able to be properly engaged to the graft adapter without issue. Examination of the lumen of the inflow cannula revealed a thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations. A small amount of fixed post-explant blood was noted in the outflow graft and pump cover. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad outflow graft bend relief was disconnected. A repeat chest x-ray on (B)(6) 2017 was performed for surveillance. No log files were available. Reportedly the patient was asymptomatic and lvad numbers were stable. No actions were taken. The patient underwent routine transplant on (B)(6) 2017. The patient was listed for transplant and an organ became available.